Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to the post of the ps insert shearing off. No trauma was reported to the rep. A 6x13 ps insert was revised to a 6x19 ts insert. Rep reported that some additional information can be provided (certain patient details, device details) and confirmed that no further information will be released by the hospital or surgeon. Update: "revision of left tka that was originally implanted in 2011".

Event description:
It was reported that the patient's knee was revised due to the post of the ps insert shearing off. No trauma was reported to the rep. A 6x13 ps insert was revised to a 6x19 ts insert. Rep reported that some additional information can be provided (certain patient details, device details) and confirmed that no further information will be released by the hospital or surgeon. Update: "revision of left tka that was originally implanted in 2011".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event were confirmed via evaluation of the returned device. Method & results: product evaluation and results: the device was returned for evaluation. The post has completely fractured off. Yellow discoloration was observed on the tibial insert consistent with the absorption of synovial fluid by the device. Explantation damage around the locking mechanism from removal from the baseplate is also observed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the device was returned for evaluation. The post has completely fractured off. Yellow discoloration was observed on the tibial insert consistent with the absorption of synovial fluid by the device. Explantation damage around the locking mechanism from removal from the baseplate is also observed. The event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.